Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced continuous elevated blood glucose (bg 200-unknown mg/dl) and a bolus via the pump was delivered to address bg. Customer discussed event with their healthcare provider and basal rate was adjusted to address elevated bg.